Manufacturer narrative:
Follow up #1 submitted: 17 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 21 sep 2017 with the following findings: on investigation, the pump powered on with no functioning audible tone. Investigation duplicated the complaint. The pump was opened for investigation and revealed the audio tone module electrical connection contacts were misaligned; no electrical contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had quiet sounds. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.